Manufacturer narrative:
The handpiece was received at the MFR for testing. During the investigation, it was found that the blade mount is chipped. A full eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
The handpiece was returned to the MFR for service, and during the investigation it was found that the blade mount is chipped. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.